Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. (B)(4). The device history record (DHR) for 00515048201 lot number z000009909, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) hospital that the green valve which set on the fan spray tip was came off from the tip during use. On 02 january 2019, a returned product investigation was performed on the 00515048201. The physical evaluation revealed that the device had the green valve which set on the fan spray tip was came off from the tip during use. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the green valve which is set on the fan spray tip had fallen off, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device is in process of being returned for evaluation and investigation. Once the evaluation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that during the surgery, the green valve which set on the fan spray tip was came off from the tip during use. Fortunately, the surgeon noticed the valve was came off, he removed it from the surgical area. No additional adverse events were reported as a result of this event.